Event description:
It was reported on (B)(6)-2012 that the patient felt a shocking or jolting sensation following a position change. The patient felt the jolting if he "laid a certain way or did a certain left leg exercise." The shocking and jolting issues started to occur after the patient had a revision to the placement of his implantable neurostimulator (ins) on (B)(6)-2012. The patient notified a manufacturer representative but planned to wait 5 weeks from the report date until after physical therapy was over to do anything about his issue. The patient felt that it did help to turn the stimulation amplitude down if he felt the jolting sensation. The patient felt that besides the relevant issue, "the therapy works great" and that he has had a good success rate. Additional information received on (B)(6)-2012 reported that the patient did not have concerns with his device or therapy.

Manufacturer narrative:
Product ID: 39565-65 lot#: serial#:(B)(4) implanted: 2011-(B)(6) explanted: product type: lead product ID: 37752 lot#: serial#: (B)(4) implanted: explanted: product type: recharger product ID: 37743 lot#: serial#: (B)(4) implanted: explanted: product type: programmer, patient product ID: 3708160 lot#: serial#: (B)(4) implanted: 2012-(B)(6) explanted: product type: extension product ID: 3708160 lot#: serial#: (B)(4) implanted: 2012-(B)(6) explanted: product type: extension. (B)(4).